Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint was confirmed by running the occlusion test. The device was repaired by replacing left and right clutch, clutch spring, worm coupling and motor to fix the check clutch issue. Replaced the screen because the backlight was not working. Replaced the top case and plunger left case because they were cracked. Also replaced square shaft because it was aftermarket and did not fit the pump. Reset to standard configuration and updated to ¿fw to v6.0.3¿. Replaced the battery because it was aftermarket, and the life span of the battery was close to end. The main cause of the complaint was the worn-out clutch parts. After replacing the parts, the pump passed all the testing and is fully operational. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a check clutch plunger lever error. There was patient involvement, no patient injury was reported.